Manufacturer narrative:
No device malfunction speculated.

Event description:
Practice reported to ulthera on (B)(6) 2015 that a patient was experiencing redness and inflammation post ultherapy decolletage treatment. One week post treatment the patient visited her dermatologist for an unrelated issue and at the time was prescribed a medrol dose pack and topical steroid cream to prevent possible scarring. Follow up with the practice indicated the patient had laser resurfacing treatments from her dermatologist, which helped the scarring, but had not fully resolved. Review of the device log does not indicate any anomalies or malfunction.